Event description:
It was reported that the patient was admitted to the emergency department (ed) on (B)(6) 2022 for major bleeding. An elevated international normalized ration (inr) of 5.19 was noted. The patient was also anemic with a hemoglobin of 8.1 then 7. On (B)(6) 2022 the patient had critical troponin levels. An electrocardiogram (EKG) showed results of sinus rhythm. On (B)(6) 2022 the patient had critical hemoglobin levels of 5.8 and 6.3. Hematocrit was also critical. The subject was transfused with 1 unit of packed red blood cells (prbcs) each time hemoglobin was low. An esophagogastroduodenoscopy (egd) showed erythematosus duodenopathy. It was suspected that the patient was having oozing from duodenal mucosa secondary to underlying coagulopathy. Additional information was received on (B)(6) 2022 that the bleeding had resolved. The patient was taken off of acetylsalicylic acid (asa) and their coumadin goal was decreased. Home health care was being utilized for medication assistance and weekly lab draws. It was planned for the patient to have an outpatient follow up with a gastrointestinal (gi) physician. Video capsule endoscopy would be considered if the patient had persistent melena or a drop in hemoglobin. An abdominal ultrasound had unremarkable results and the patient was to continue their diet as tolerated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas instructions for use (IFU) lists potential adverse events including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23aug2021. No further information was provided. The manufacturer is closing the file on this event.